Event description:
Has more pain now than when it was put in. Swears body is trying to reject it, rashes, swollen.

Event description:
Add'l info received from MFR on 11/27/02: tmj implant, inc was unable to link any of the medwatch form to a specific pt or a specific device because no detailed info was given.